Event description:
It was reported that during a follow up in clinic, undersensing and inadequate capture were noted on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.